Manufacturer narrative:
This follow-up medwatch report is reporting the correcting information submitted on the initial medwatch report. Please reference sections b1, 2, 3, 5, h1 and 6 (health effect impact code and health effect clinical code) b5.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the patient subsequently expired.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the supplemental 01 medwatch report. Please reference section b5 and h6; device code. Evaluation results: the device was not returned to zoll medical corportion for evaluation. Instead, the data file logs were provided and a zoll representative arrived onsite to perform a preliminary analysis. The device was able to charge and discharge using a zoll CPR simulator. The multifunction cable passed testing. The electrode pads were not available for review. The customer's report was observed during review of the device file logs. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.